Manufacturer narrative:
The tech isolated the issue to a non-functioning solenoid valve. He replaced the solenoid valve to repair the bed.

Event description:
Info received indicates the head section is drifting down slowly.